Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent breast augmentation revision with a mentor smooth round moderate profile 275cc saline prosthesis. Rupture on the left breast prosthesis was diagnosed post procedure through an ultrasonography. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) patient underwent breast augmentation revision with a mentor smooth round moderate profile 275cc saline prosthesis. Rupture on the left breast prosthesis was diagnosed post procedure through an ultrasonography. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile saline prosthesis on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed a rent measuring 3.0 cm on the posterior view. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 4/12/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor received serial number of device on 4/5/2018. Manufacturer¿s reference number: (B)(4).